Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure the gauge wasn't registering an increase pressure. The 90% stenosed, non-calcified target lesion was located in a moderately tortuous unspecified artery. A 8-40mm non-bsc balloon catheter was advanced to treat the target lesion. The balloon catheter was attached to an encore 26 inflation device. While attempting to inflate the balloon catheter, the physician was unable to increase the pressure on the inflation device to more than 14atms. It is unk if the balloon catheter inflated or not. The inflation unit was exchanged for another of the same device and the procedure was successfully completed with the same non-bsc balloon catheter. There were no pt complications reported with the pt's current condition listed as "good".

Manufacturer narrative:
(B)(4).